Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient was in the hospital for non-device related issues, the implantable cardioverter defibrillator (ICD) was noted to be emitting tones. Upon interrogation a single shock impedance reading of 0 ohms was observed. All other shock impedance readings were within normal limits. Testing was unable to replicate the out of range impedance measurement. It was determined that the source of the out of range measurement was due to electromagnetic interference (emi). The ICD remains implanted and no adverse patient effects were reported.